Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on july 24, 2023, the person in charge of the distribution center confirmed that two sterilization packs of the product in question contained a foreign object. There was no patient involvement. No further information is available. This report is for one (1) 3.5mm ti locking scr slf-tpng with stardrive recess 22mm this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the supplier which conducted a visual inspection of the returned device. Visual analysis of the returned sample found that the protecting tube of the lockscr ã¸3.5 self-tap l22 tan has bubbles, which can be mistaken by foreign matter inside the packaging. No foreign matter was found, however the bubbles represent a manufacturing issue that has been addressed through depuy synthes quality system. A dimensional inspection for the lockscr ã¸3.5 self-tap l22 tan was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed, however as the observed condition of the lockscr ã¸3.5 self-tap l22 tan would contribute a device issue. Based on the investigation findings, the potential cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. H3, h4, h6: device history record (DHR) review conducted: part #: 412.107ts lot #: 693p892 manufacturing site: jabil grenchen release to warehouse date: 09, march 2022 expiry date: 01, march 2027 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.